Manufacturer narrative:
The customer¿s report of a cracked hub female luer and leak was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.571 inches long. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The root cause of the component breakage is unknown. The probable cause is a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an extension set with a cracked hub that leak during an unspecified infusion. There was no patient harm.